Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that coating issue occurred. A 035/260/3mm amplatz super stiff was selected for use. However, after the guide wire was in place, the front-end coating fell off while preparing to cross the device, and it could not enter the blood vessel smoothly. The guidewire was removed, and the procedure was completed with another of the same device. According to the preliminary judgment, the reason for the unsmooth crossing and then scraping off part of the coating was that it had resistance when advancing the guidewire. No patient injury was reported.